Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding cuff inflation/ deflation issue. It was alleged that the patient aspirates saliva due to leakage of the balloon. Medtronic is requesting additional information regarding the circumstances of the event.